Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy procedure. The powered stapling device was being used for the third firing for the functional end to end reconstruction. The clamp test was performed successfully prior to applying the device to the tissue. The handle was able to recognize the reload. The surgeon tired to fire the device, however, could not. The procedure was completed with another reload used with the same powered stapling handle set up. There was no patient harm. The status of the patient is no problem. The device sterilization method is autoclave and the type of cleaning is manual.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities, all staples were placed and the test media was cleanly transacted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.